Event description:
The patient stated that her infusion device displayed "77" on the screen. She stated her power pack is over 2 weeks old. She stated that she had not been receiving power packs and she'd had no concerns and thought the power pack would be safe to use for longer than 2 weeks. She was able to insert a new power pack and the infusion device functioned properly. She stated that her blood glucose was higher than expected this morning at 225 mg/dl because she had noticed the pump had stopped. She stated she bolused and her readings returned to normal. She stated her normal blood glucose range is less than 180 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.